Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision scheduled for 1(B)(6) 2014 ***date changed see below. Asr xl. Reason(s) for revision: alval / soft tissue reaction / pain / high metal ion levels / noise / loosening (cup). Update received 5th august 2014. The scheduled revision has not taken place. A new date has not yet been arranged. Update 5 nov. 2015: revision date now scheduled to take place on (B)(6) 2015. Added stem lot number and expiry dates for cup, head and sleeve. Taken from claimsuite update 2 nov. 2015 and scf update 3 nov. 2015. Update - confirmation of revision taken place. See claimsuite dated 16th nov 15.

Manufacturer narrative:
Asr revision scheduled for (B)(4) 2014 ***date changed see below asr xl reason(s) for revision: alval / soft tissue reaction / pain / high metal ion levels / noise / loosening (cup) update received (B)(4) 2014. The scheduled revision has not taken place. A new date has not yet been arranged. Update (B)(4) 2015: revision date now scheduled to take place on (B)(4) 2015. Added stem lot number and expiry dates for cup, head and sleeve. Taken from claim suite update (B)(4) 2015 and scf update (B)(4) 2015 (pd (B)(4) 2015) update - confirmation of revision taken place. See claim suite dated (B)(4) 2015 update alert date (B)(4) dec 2016 added abnormal ions to product pages, amended revision date, attached updated scf. Taken from scf dated (B)(4) 2016 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.